Event description:
It was reported that the ¿pipeline¿ of a large volume infusor ruptured. This occurred as the ¿needle¿ was removed. A patient was reportedly involved. There was no report patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 31, 2013 and august 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.